Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Based on information obtained, troubleshooting by field representative resolved the patient's issue. Patient's was having issue connecting their controller to their ipg met with a field representative for troubleshooting. Decision is not reportable.

Event description:
Additional information indicates that issue was resolved through troubleshooting. Therapy was restored post troubleshooting.